Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during atrial lead implant procedure, the lead was implanted to right atrium but the threshold parameters were high/not satisfactory. The physician adjusted atrial lead position several times but the lead could hardly reach target position. Finally the atrial lead was replaced with a different lead to complete the procedure successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.